Event description:
The distributor contacted animas on (B)(6) 2012 alleging the pump had a crack in the casing near the battery compartment. There was no reported adverse event associated with this complaint.

Manufacturer narrative:
Submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was noted to be torn near the up arrow button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, all the keypad buttons were normally responsive. The audio bolus button was unresponsive. The keypad cover was removed for investigation and did not reveal any contamination or defects of the button contacts. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.